Event description:
It was reported that the wife called because unit is not suctioning properly which was purchased on (B)(6) 2025. Wife stated that the unit turns on and make the normal sound that it does but just not suctioning properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.